Event description:
An endurant cuff was implanted in the patient for the endovascular treatment of a type iii separation endoleak. It was reported that the patient presented to the ER with abdominal pain and under ultrasound it was determined to be a type iii separation endoleak between the endurant cuff and aneurx main body. Per the physician, the cause of the endoleak is unknown. The physician decided to implant an endurant 32x32x49 cuff between the main body and cuff. Upon withdrawal the delivery system, the tip of the catheter went through one of the suprarenal stents in the original endurant cuff. After manipulation the device was retrieved. A second endurant cuff was implanted to cover the bunching of the previously placed graft due to manipulation of the catheter while attempting to recapture the tip capture mechanism. Difficulty was also encountered recapturing the tip and retrieving the stent due to the manipulation of the device. An angiogram was performed and a type iii endoleak was observed. A third endurant cuff was implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)